Manufacturer narrative:
Patient weight not available from the site. Issue was resolved at time of report. A medtronic representative visited the site to retrieve log files from the medtronic imaging system. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure, the medtronic imaging system arm failed to return to the neutral position (home) and the pendant displayed an error message: &#50447; calibrate motion, hold "m" button. Press door icon to open door." Site removed the medtronic imaging system from the or into an open room. Technical support walked him through the invalidate home procedure which brought the system back up. Surgeon chose to use a different imaging system to continue the case. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.